Event description:
The customer reported via phone call that the insulin pump is stuck in the rewind loop. The customer states insulin pump is squirting insulin out and can't access the utilities screen. The customer's blood glucose level was 299 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis reports the insulin pump was alarmed compromised force sensor error during the basic occlusion test due to protruded/loose drive support disk. Analysis was unable to verify prime/fill anomaly due to compromised force sensor error. The unit had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.